Manufacturer narrative:
The manufacturer did receive x-rays for review. The device has not yet been received for investigation. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an anatomical shoulder domelock dome, centric on (B)(6) 2016 following a bone fracture (this was a revision surgery). This implant system was used as a spacer for a two stage revision, from a as fracture short to a as fracture long stem. It was reported that the devices were explanted on (B)(6) 2016 due to pain. It was observed that the as domelock was not correctly positioned on centric dome component.

Manufacturer narrative:
Additional information was received on (B)(6) 2016: surgical reports. X-rays on cd. Patient underwent wound debridement on (B)(6) 2016, during debridement, small free bone fragment was detected, which was removed. Review of surgical reports and x-rays is part of our investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Updates: device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: the received document from complainant states that a cemented revision as 2.0 size 9 stem and anatomical shoulder humeral head ø40-14 were revised due to pain. It was used as a spacer for a two stage revision from an as fracture stem short to an as fracture stem long. As additional comments on this document it is stated that the surgeon intended a two-stage revision of a short fracture prosthesis to a long fracture prosthesis using a cemented revision humeral stem (without cement) in a manner similar to an intramedullary nail with the as domelock head and centric dome. At point of revision the humeral stem was loose in the humeral canal and the centric dome was easily separated from the stem. Review of surgical reports: four different surgical reports were received for review including the implantation and revision report for the concerning prosthesis. The surgical reports can be summarized as follows: surgical report (B)(6) 1996: the indication for a total shoulder prosthesis was given by a complete destruction of the shoulder joint. The patient history includes osteosynthesis of the humeral fracture, consecutive posttraumatic malposition and avascular necrosis, frozen shoulder, pretreated using an arthroscopic capsulotomy. The treatment is scheduled in two sessions; after the capsulotomy the implantation of total shoulder prosthesis is now performed. The surgery include debridement, adhesiolysis, neurolysis axillary nerve and a shoulder arthroplasty on the left with a prosthesis type neer 15 mm narrow, medullary plug biosem 10 & glenoidtype neer. Surgical report (B)(6) 2016: the patient is diagnosed with a humeral periprosthetic fracture after a rear-impact crash with low speed. The prosthesis was implanted in course of a revision surgery on (B)(6) 2006 due to loosening of the glenoid and secondary proximal transverse fracture. It is planned to perform an osteosynthesis with a longer stem. The intervention of this surgery is described as follows: change of the prosthesis to a long stem-hemiprosthesis, 2x fiberwire-cerclage, (zimmer hemiprosthesis anatomical; stem cemented 9-200 pressfit, domelock 42-15 mm) shoulder left. A deltopectoral access is used to open the shoulder joint. The head of the prosthesis is removed. The prosthesis is loosened with chisels proximal and is tried to remove. The prosthesis shows a very good support and is fully anchored. A longitudinal splitting of the humerus anteromedial with a milling cutter is performed. The prosthesis is removed after a better dismantling with the chisel. An attempt is made to string the distal humeral fragment on the prosthesis size 10.5-200 but the humeral shaft is too narrow. Therefore, it is decided to use a stem size 9-200 but to string the fragments directly failed. Therefore, the decision is taken for an open reduction by extending the skin incision and columns of the brachial falls centrally. While impacting the prosthesis a fissure of the distal shaft occurred. Therefore double fiberwire cerclage strength 5 is used on the distal fragment and an additional retention is performed more proximal with another fiberwire cerclage, which includes both fragments. Then the definitive stem is impacted followed by placing a domelock head size 42-15 in standard position. Surgical report (B)(6) 2016: it came to a wound healing disorder in the postoperative course of the revision surgery performed on (B)(6) 2016. Therefore it was decided to perform an open debridement. The scar is excised and samples are taken for bacteriological examination. Debridement of the fibrin-coated deep tissue to the muscles is performed. In the area of the prosthetic head a free small bone fragment is shown and removed. Surgical report (B)(6) 2016: the surgical report describes the revision of the shoulder prosthesis with a stem and a head change as well as an osteotomy and distalization of the tubercle left. The indication for the revision surgery was given due to a radiologically observed subtotal dislocation of the head component. The shoulder joint is prepared through the old scar until the head and proximal part of the stem are visible, respectively. The head is completely loosened, as already assumed based on the x-ray evaluation. The stem, which has been implanted as intramedullary nail, shows a pronounced rotational instability. Considerable debridement and release of the components ist done. It is assumed that the dislocation is probably due to the secondary subsidence of the stem and contact of the head to the calcar. The stem can now be removed easily with 2 fingers. It is decided for a fracture stem size 11-180 mm as the rasp size 13 could not be introduced deep enough and the rasp size 11 showed a reasonable positioning. Implantation of the new stem, this has a relatively good support. The assembled prosthesis with head size 40 in a vaguely retro version can now be easily repositioned. Patient history: based on the different information on the received surgical reports the following overview of the patient history regarding the left shoulder in chronological order was outlined. Previous osteosyntheses of a proximal humeral fracture (surgery was not performed at the same hospital): on (B)(6)1995 & (B)(6) 1996: two stage intervention with debridement and arthrolysis then implantation of a neer prosthesis due to avascular necrosis at the humeral head. On (B)(6) 2006: loosening of the glenoid and periprosthetic humeral fracture led to removal of the neer prosthesis and implantation of anatomical shoulder fracture stem. On (B)(6) 2016: humeral periprosthetic fracture after a rear-impact crash with low speed. On (B)(6) 2016: removal of anatomical shoulder fracture stem and implantation of anatomical shoulder cemented long stem. On (B)(6) 2016: open debridement due to wound healing disorder. On (B)(6) 2016: removal of anatomical shoulder cemented long stem and implantation of anatomical shoulder fracture stem review of x-rays: two x-rays and an image taken under fluoroscopic control during the surgery dated (B)(6) 2016 were received. The x-rays show the implanted stem and a fracture of the humerus. Four x-rays taken on (B)(6) 2016 show the left shoulder before the revision surgery in different views. On three of the x-rays a misalignment of the dome within the humeral head can be observed. There is only one cerclage visible in the proximal area of the stem on all of the x-rays received. In the surgical report of the implantation it is mentioned that by impacting the prosthesis a fissure of the distal shaft occurred. Therefore a cerclage is used on the distal fragment and an additional retention is performed more proximal with another cerclage, which includes both fragments. This discrepancy cannot be further explained. The x-rays taken before the revision surgery show a clear misalignment or subtotal dislocation of the head and the dome . The area of the connection is covered by the head on the x-rays taken in (B)(6) 2016. Therefore it stays unknown if the misalignment existed already from the beginning or became loose and got reengaged at some point during the time in vivo. Devices analysis: visual examination: when the retrievals were received the dome and humeral head were misaligned but still well connected. Several attempts were made to disassemble the parts without success. During the cleaning process it was possible to remove some membrane-like tissue from the space between the dome and the head. The articulation surface of the humeral head shows slight diffuse scratches. The taper of the dome exhibits some areas with burnishing. The dome¿s and the head¿s distal face show coarse scratches, nicks and indentation probably from the revision surgery. There are also dark spots visible most likely deriving from an electro cautery tool. Some sheared off material can be observed at the edge between dome and head. With the light microscope and direct light incidence it is possible to observe the expansion pin which overtops the expansion ball in the space between the dome and head. Determination of expansion pin¿s position: the dome consists of three different parts; the adjustable dome, the expansion ball and the expansion pin which are assembled during the surgery. The expansion pin was observed in the space between the dome and head protruding the expansion ball. In the surgical technique it is mentioned to continue impacting the expansion pin until the laser mark on the pin impactor is no longer visible above the assembly block. It is advised to perform a final visual check, to control that the top surface of the expansion pin sits flush or beneath the top of the ball taper component. The distance of the expansion ball¿s distal face to the expansion pin¿s distal face is measured using a caliper gauge on the received parts as well as on correctly assembled demo parts. The measured distance is 16.35 mm for the retrievals and 15.60 mm for the demo parts. Based on these measurements it is determined that the expansion pin on the retrievals overtops the expansion ball by approximately 0.75 mm. Comparing the measurements with the according drawings it is shown, that when assembling the head with the dome the taper would be engaged first before the expansion pin would get in contact with the head. Conclusion summary: the patient received the first shoulder prosthesis in (B)(6) 1996 which was revised in (B)(6) 2006 due to loosening of the glenoid and a periprosthetic fracture proximal. An anatomical shoulder fracture stem was implanted which was then revised in (B)(6) 2016 due to a periprosthetic fracture after a rear-impact crash and exchanged with the received anatomical shoulder system. In (B)(6) 2016 an open debridement was performed due to a wound healing disorder in the postoperative course of the revision surgery. The anatomical shoulder¿ system was then removed in (B)(6) 2016 after approximately 10 weeks in vivo due to pain and a partial dislocation of the head. At point of revision surgery the humeral stem was loose in the humeral canal and the dome was easily separated from stem. The head and the dome were misaligned but well connected after removal. As mentioned in the surgical report of the implantation surgery the stem was impacted first then the head was attached to the stem. According to the surgical technique the head and dome construct are only pressed together first and then head and stem are assembled with the head impactor on the back table to fully lock the taper connections. The assembling of the head and the stem performed in situ could possibly lead to insufficient connections as it is not possible to ensure that all of the impaction force is transferred to the connections. Based on the retrieval investigation and the review of the received information it is hypothesized that the inadequate assembly of the system may have generated insufficient connection between stem and dome as well as dome and head. Therefore it was easy to remove the head during the revision surgery. It could also be assumed that the insufficient connection between the head and the dome became loose and got reengaged at some point during the time in vivo. This would also be supported by the received x-rays where the misaligned head is only visible before the revision surgery. Based on the performed measurements to determine the position of the protruding expansion pin observed in the space between the dome and head it is assumed that the protruding expansion pin did most likely not interfere with the locking and or misalignment of this taper connection. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).